Event description:
It was reported that this pacemaker-dependent patient's device entered safety mode, which resulted in a switch to the unipolar sensing mode. Due to the unipolar sensing, over-sensing occurred which caused pacing inhibition. The patient was syncopal. At this time, the device remains implanted and no additional adverse patient effects were reported.